Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers began to scroll when attempting a bolus delivery. Customer's blood glucose was 193 mg/dl. Customer does not know what caused anomaly. Customer declined troubleshooting reporting to have a new insulin pump and will wait or nurse in order to program new pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.